Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 200mg/dl, 103mg/dl and 111mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.